Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after the customer tried to change the battery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump passed the functional testing, including the currents test, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly was noted. No damage was found on the lcd isolation tape noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.